Manufacturer narrative:
A field service engineer (fse) went on-site and confirmed the leak from the probe. Fse replaced the dual diluent filters which resolved the leak. Fse also observed reagent management card errors and vacuum errors unrelated to the probe leak. Fse replaced the main analyzer card which resolved those errors. Service activity performed was verified to meet the specified requirements per established procedures. The cause of the leak is related to the dual diluent filters. (B)(4).

Event description:
A customer contacted beckman coulter (bec) to report a that a drop of diluent had leaked from the probe of a coulter act diff analyzer. The operator was wearing gloves at the time of the event. No injury or exposure was reported. No patient samples or results were affected.